Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received his scs system, including an ipg, on (B)(6) 2008. It was reported that the physician explanted and replaced the patient's ipg with two ipgs of a smaller model on (B)(6) 2010. The physician also allegedly added a surgical lead during the same procedure. The reason for the explant is currently unknown. No further information is available at this time.